Manufacturer narrative:
The reported events of inability to interrogate and no pacing output were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2020 for a device check. Upon review, the pacemaker could not be interrogated due to radio frequency lockout. The issue was not resolved and the cause of the problem was not determined. On (B)(6) 2021, when the patient presented in clinic for a follow up device check, the pacemaker exhibited no pacing and failure to interrogate with no radio frequency telemetry. No intervention was performed. No patient consequences.

Event description:
New information notes that the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted and replaced on (B)(6) 2021. Patient was stable.